Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit with no error messages noted. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. Additionally, the catheter met specifications during temperature testing and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a redo atrial fibrillation atypical flutter ablation, a cardiac effusion occurred. A touchup of the roofline segment near the left superior vena cava from a previous ablation was performed. Burst pacing was used to induce flutter, which did not sustain for very long and also had simultaneous ectopic beats. It was planned to ablate an anterior mitral line from the mitral valve to the right superior pulmonary vein. Ablation of the left atrium was completed, and the catheters were moved to the right atrium to ablate a line along the cavotricuspid isthmus. At this point, a pericardial effusion was observed on intracardiac echocardiography. No patient hypotension was noted. It was suspected the perforation occurred during ablation of the mitral line. A pericardiocentesis was performed to stabilize the patient. The patient's pressure was controlled, but accumulation of fluid continued. Saline, blood, platelets and fresh frozen plasma were provided to the patient. The patient was transferred to another facility for repair of the cardiac perforation.